Event description:
Boston scientific received information that the patient with this right ventricular (rv) and right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) was admitted to the hospital. The patient's physician reported that the ra lead was displaying oversensing and the rv lead was displaying noise. When the patient was admitted, the device was programmed voo. The physician also reported that the patient experienced pacing inhibition with greater than two seconds of asystole. Subsequent information from a competitive field representative indicated that the patient was seen for a revision procedure. The crt-d was explanted and the ra lead was capped due to a suspected insulation issue. The rv lead remains in service. There were no adverse patient symptoms reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.